Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 289-404mg/dl and manual injections were administered to address the bg levels. The customer resolved both occlusion alarms by performing a complete supply change each time. Reportedly, the customer uses apidra insulin in their cartridge and is aware that this is contraindicated to use with the pump. Tandem technical support advised the customer to discuss other insulin options with their healthcare provider that are compatible to use with the pump.

Manufacturer narrative:
The customer contacted tandem technical support and stated that since switching from apidra insulin to novolog insulin no additional occlusion alarms had been received.